Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction and battery issue occurred. There was no reported adverse impact to the customer. The customer declined assistance from tandem technical support regarding the issues, therefore no additional information could be obtained.